Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department; the malfunction was duplicated and attributed to an unseated flex cable to the interlock connector. The interlock connector and flex cable were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116", "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.